Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 97714, serial# (B)(4), implanted: (b)6) 2015, product type: implantable neurostimulator.

Event description:
A consumer implanted for non-malignant pain, radiculopathy, and degenerative disc disease reported both of their implants had been depleted since (B)(6) 2016 because they didn't have a chance to charge due to a long car ride. The consumer tried to recharge in (B)(6) 2016 but was unable to connect to recharge, and wanted to meet with the manufacturer's representative (rep) to have both implants restarted due to them being overdischarged and them experiencing lots of back pain. The manufacturer's representative (rep) was going to contact the consumer about the issue, but the consumer later reported a restart wasn't successful so both batteries needed to be replaced. Refer to manufacturing report # 3004209178-2016-18246.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.